Event description:
User stated is was purchased through amazon and the first 4 out of the box were dull and painfull . Excessive force was used to get through skin , emailed user requesting additional information to be able to return and replace item.

Manufacturer narrative:
Manufacturer has been notified and has been advised to provide retain lot testing from same lot/batch.